Event description:
It was reported that, no infection from surgery. Left hip feels different from right hip, doesn't feel right and doesn't move like right hip. Has different sensations. Still some swelling at site. Right hip was replaced with smith and nephew implant.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.